Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 18 dec 2023. Manufacturing record review: DHR - 346485 was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint condition. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Any relevant customer or clinical information: the following customer or clinical information was provided: the complaint condition will be confirmed using the pictures attached in e-mail, it is to be noted that the product in the picture looks clean without any blood/stain marks. Root cause: no definitive root cause for this issue could be reliably determined at this time, since the product was not returned for further investigation. With the information provided, a root cause analysis cannot be definitively performed. As a way of improving the manufacturing process, csi stafford performs 100% in process inspection of the product via bend testing and pull testing, followed by an aql qc inspection requiring the that the units also pass a bend and pull test. Coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
No additional information.

Event description:
It was reported that during a total laparoscopic hysterectomy and ovarian tumor reception, the cup detached from the kc-arch-35 upon extraction of the device from the patient's cavity. Cup was not retained in the patient's cavity. No patient harm. No additional information. Device is not available to return. Kc-arch-35 koh-efficient 2024-11-0000164.

Manufacturer narrative:
G2: foreign: colombia. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.